Manufacturer narrative:
Hologic technical support (ts) requested for logs to review, but customer did not provide them. Customer informed that the instrument was running as expected and they had no concerns. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported that some samples were tested in duplicate in a sars-cov-2 tma run done on the panther instrument sn (B)(4), and one of the samples had discrepant results. Customer did not upload logs for review. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Customer was able to stop the reporting of the negative result that was automatically sent to their epic lis.